Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 in which one lead was replaced due to fracture and the other lead was replaced due to migrated which caused ineffective stimulation. The ipg was also replaced due to reaching end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.